Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the lead helix was failing to extend. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. A complete lead was returned in one piece. Visual inspection found the retracted helix clogged with blood. X-ray examination found an over-torqued inner coil at the connector region. The helix was able to be extended and retracted after cutting, cleaning and applying torque directly to the inner coil. The full helix extension length was met product specification. The cause of the reported event was due to the helix clogged with blood/tissue and over-torqued of the inner coil.